Manufacturer narrative:
A technical safety check was performed on each esu twice (i.e., on (B) (6) 2006 and (B) (6) 2006) approx five (5) months prior to event. The testing included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs on the three (3) units. In addition, no anomalies were found in the device history records (DHR's) for the generators. In conclusion, no problems were found with the equipment around the time of the incident. It appears that the pt may have experienced neuromuscular stimulation (nms). Incidents of nms are well documented in electrosurgery. Inadvertent stimulation of a pt's muscles and nerves are caused by low frequency currents originating either in low frequency current sources or in electric arcs between the active electrode and a pt's tissue. Low frequency current may be a result of a demodulated high frequency current from the generator. This issue is addressed as a warning in our equipment manuals. This may be caused by loose connections between the unit, adapters and/or cables; active cables (i.e., monopolar cords) with unseen broken wires under cord insulation; insulation failure between an active electrode and a metal cannula in laparoscopy, etc. Also, stimulation has been seen when working near nerve bundles, etc. Most likely there were many factors involved with the perforation and no conclusive determination could be made as to the cause of the event. No trends have been identified with this situation. Erbe (B) (4) is now closing this file.

Event description:
A lawyer alleges on behalf of a client that a pt incident occurred during a sigmoidoscopy with an erbe electrosurgical unit (esu/generator) on (B) (6) 2006. It involved one of the facility's three (3) esu's (model icc 200 e, part number 10128-028, (B) (4) or (B) (4) or model icc 200ea, part number 10128-058, (B) (4)). During the removal of the polyp, the pt felt an "electric shock" which caused him to jerk and sustain a perforation of the bowel. Surgery was then performed to address the issue. Note: the eus's were provided by erbe (B) (4) to a (B) (4) hospital. Therefore, the part numbers of the equipment are different than in the united states.